Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the anticoagulant in the tube was cloudy when the blood vessels were collected.'

Manufacturer narrative:
Investigation summary: bd received 1 photograph in support of this complaint. The photo was evaluated and the issue of additive abnormality was observed as it reveals the additive to be a yellow colour. Additionally, 100 retained samples were visually inspected, and no additive abnormality was found. Bd was able confirm the customers indicated failure mode with the photo attached. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.